Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. The issues were discovered during a wound check two weeks after the patient¿s replacement surgery from a prime to a rechargeable implantable neurostimulator (ins). It was reported that the patient was programmed with the same programming as their previous ins and when she went home that night, the stimulation was noted to be off. The patient tried to increase the stimulation, but they still did not feel it. When impedances were checked, it was discovered that contact 4 was off, was tested at 7.0v and it showed it was greater than 10,000 ohms. The rep stated that the ins was checked before and during the surgery were there were no high impedances and the patient felt stimulation normally. To resolve the issue, the rep made adjustments to program around contact 4 and decreased the stim from 5.0v to 7.0v. In result, the patient felt adequate therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.